Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens did not deploy. Additional information has been requested, received and stated the issue happened at the time of insertion. The iol remained in delivery system. In surgeon opinion, loading was not done properly caused or contributed to the event. This report is associated with multiple complaints. This file is 2 of 2.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. No ophthalmic viscosurgical device (ovd) is observed in the device. The plunger has been advanced outside the nozzle tip and is advanced under the intraocular lens (iol). The iol is advanced into the nozzle entry and is damaged. The segment of the plunger outside the nozzle tip is broken, this could possibly be due to the device being returned loose in plastic bag. Plunger underride was observed. The root cause may be related to failure to follow the instructions for use (IFU). No viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.